Event description:
The patient reportedly has experienced intermettencies between the external equipment and the cochlear implant external equipment was exchanged and programming adjustments were made. However, the problem was not resolved. On february 2006, the patient was seen by a company representative at center for device evaluation. Testing performed confired that the device was no longer functioning. Surgery to explant the patient's device is to be scheduled.